Event description:
A facility reported that following intraocular lens (iol) implant surgery the lens was exchanged. Add¿l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add¿l info. (B)(4).